Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Any potential fragments would likely be retained by use of tip cover. The other cables at the wrist were undamaged. Engineering also found main tube scratches and cracking. The distal end of the main tube had various scratch marks with light material removal. The scratches were .100 - .160 in length and not aligned with the tube axis. The evidence was inconclusive, but the scratches were likely caused by mishandling/misuse. Additional observation that was not reported by the customer was micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the scratches on the main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing the da vinci si surgical monopolar curved scissors (mcs) instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.